Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was received in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found damage consistent with procedural damage and an external abrasion breaching the outer insulation consistent with friction to other device or feature of patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis. The device was returned after the patient expired due to unknown causes.